Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the doctor pulled on the angio-seal device, the whole device came out with the anchor still at the end of the angio-seal device. The sheath went in over the wire, the dilator and wire was removed, and the device went in and the anchor was deployed. A new device was not used; manual pressure was held on the patient. The patient did fine, and was reported to be in stable condition. The outcome of the procedure was reported to be successful.

Manufacturer narrative:
[(B)(4)].

Event description:
Additional information was received on uf medwatch# (B)(4) on june 18, 2018. The original intended procedure was a close seal vessel port heart cath. It was stated that the patient did fine.

Manufacturer narrative:
One 8fr angio-seal vip device was received for product analysis. The arteriotomy locator was returned with the device. The returned components were subjected to visual analysis. There was a kink in the blood inlet hole of the arteriotomy locator. The hub of the hemostatic sheath was properly mated with the deployment sleeve which was in the rear lock positon with the color bands fully exposed. The anchor was exposed at the distal tip of the hemostatic sheath. With the anchor exposed, the device was subjected to functional testing. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. There were no functional anomalies noted with the device as it was able to deploy properly. There was no allegation that there was difficulty deploying the anchor.